Event description:
The customer reported that the system continued to perform fluoroscopic x-ray un-commanded. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the workstation power supply one to the intended specifications. The system was tested and found to be working as intended and put back in service.